Event description:
No additional information.

Manufacturer narrative:
Investigation results: incident #4 (B)(6): leakage from the connector spike of the tubing. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The tubing was primed with water and no observation of leakage or occlusion. The customer complaint was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported, leakage, alaris smartsite. Description: incident 4 3-30: after spiking a new bag of midazolam, nurse walked into the room and there was unknown pool of liquid on the floor. During our medication stand down at shift change, we noticed the midazolam bag was empty and there was more "wet" unknown substance on the pump/tubing midazolam indicating that there was leakage from the connector spike of the tubing.